Event description:
The patient was undergoing a surgical procedure on the clavicle (calvikula fracture) and that the procedure took approximately 1 hour. At the end of the procedure, a third degree burn was observed on the left thorax flank (rib cage), under where the grounding pad had been placed. The burn was approximately 40 mm diameter in size. It was reported to 3m that the injury was treated by excision.